Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2025. According to the patient, on (B)(6) 2025, they experienced a skin reaction with burning, redness, inflammation, and infection, under entire patch area. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin. No photo was provided. There was no documentation of further medical intervention. At the time of the report, the skin reaction was improving, and it was understood that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.